Event description:
The AED has been returned with no known device problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.